Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2018, the patient underwent the tka surgery for oa of left knee with insert. After the surgery, the patient said he/she felt something stuck when he/she bent his/her knee, so on (B)(6), 2021, the revision surgery was performed, and the insert was replaced with a new one. This event already reported in (B)(4). After the second surgery, the patient had symptoms of the patella implant lateral dislocation when the patient was bent his/her knee. On (B)(6) 2021, the patient underwent the revision surgery for that the replacement of the insert in question and mpfl reconstruction. The insert was not worn or broken but was replaced with a same size new one as a precaution. The surgery was completed successfully without any surgical delay. The surgeon commented that the suture might have been loose at the second surgery. No further information is available. Doi: (B)(6) 2018. Dor: (B)(6) 2021. Unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.